Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4020c-06 / batch 021811 was received for investigation. Upon visual evaluation, the tip of the device was broken at the distal end. Functional testing was not able to be performed due to the damage to the device. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9621-35t 35 mm tap had the tip break off. There was no patient involvement reported. This was discovered during a procedure, with no reported patient harm. Additional information was requested.